Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device would not pass the user test. The customer further advised that during additional testing, the device would show either a flat line, or possibly a dashed line (the customer was unsure which), in both standard ECG and paddles ECG. With the information provided by the customer, ECG may not be obtainable through any means. Therefore, the need for therapy (and subsequent defibrillation) may not be possible. There was no patient use associated with the reported event. No further details were provided.

Manufacturer narrative:
The customer later advised physio-control that they have decided to not repair the device at this time. The device has been removed from service and placed into storage. They do not know if, or when, they will repair the device. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.